Manufacturer narrative:
At this time, the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while storing a suitcase in a closet; the patient was bending over and holding the suitcase in front of him. The patient was seen by the physician 11 days later and interrogation of the s-ICD revealed three episodes all showing low qrs amplitudes and myopotentials that resulted in noise oversensing and subsequent inappropriate shock delivery. Testing was performed and the changes in qrs amplitudes was able to be reproduced when the patient completed exercises using the same muscle groups and posture that was used when the inappropriate therapy occurred. The s-ICD was manually reprogrammed to the primary vector which provided the best sensing options. In addition, the s-ICD was also reprogrammed from dual zone to a single zone therapy delivery set up. The patient did experience adverse effects as a result of the event; however, the details were not provided. Data was submitted to boston scientific technical services for further evaluation. A ts consultant agreed that the cause of the inappropriate therapy was a combination of low amplitudes and myopotential noise that was oversensed. Additional troubleshooting and programming considerations were discussed. No further adverse patient effects were reported.